Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optician reported that a consumer experienced corneal ulcer without infiltration in left eye on (B)(6) 2022 after the first day of use by wearing contact lenses on a longer duration. The current condition of the patient was resolved. Additional information has been requested but not yet received.

Manufacturer narrative:
Additional information received; based upon the review of the facts available at this time, this complaint is no longer considered serious or reportable. H3, h6: the actual complaint product was not returned for evaluation. A retained sample from the same complaint lot was tested and was found to meet manufacturing specifications. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information from distributor and ansm (health authority) was received on 09may2022 and 16may2022 respectively. It was reported that complaint sample is in transit to the manufacturer and regulatory reference number was updated. Based on the available information and in the absence of culture being taken to confirm etiology of the event, an infectious event cannot be ruled out this time and is still considered serious and reportable. Follow-up information received on 27may2022 states that consumer experienced peripheral corneal ulcer of 2 mm in left eye. The consumer had also temporarily stopped to wear the contact lenses. The symptoms were resolved.